Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a anterior and posterior vaginal wall procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2018, the patient visited the hospital due to the sudden pubic bone pain she felt on (B)(6) 2018. Reportedly, the mesh was palpated and there were no changes noted on the mesh. However, localized tenderness was observed in the pubic bone area so an orthopedic physician was consulted. Plain radiography, MRI and CT scans were performed. Findings showed that there was an osteoclastic change on the right pubic forearm and sacrum. The radiology department commented that ossifying myositis and such were suspected in the right obturator muscle part. Reportedly, there was a chronic pressure in the bone near the mesh and it was suspected that osteolysis occurred. As per the physician, abdominal pressure will become stronger as the patient gets older, and biological tissue will also become weak gradually. Furthermore, infection was suspected due to the mesh but blood test showed no abnormality (crp count = 0.07; wbc count = 6700). These were explained to the patient and she was advised to rest and avoid postures that will apply load in the pelvis. The patient did not visit since then, but her annual routine follow-up is being continued. The patient was reportedly cured.